Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  The event is consistent with a sample pre-analytic issue or lack of instrument maintenance.

Manufacturer narrative:
Calibration and qc results were acceptable. Precision testing and patient correlations were performed and were acceptable. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
There was an allegation of a questionable crep2 creatinine plus ver.2 result for one patient from the cobas integra 400 plus. The initial result was 262.4 umol/l and was reported outside of the laboratory. The pathologist questioned the result and the sample was repeated with result of 82.9 umol/l and 80.8 umol/l. The sample was repeated in a different laboratory and the result was 69.5 umol/l. The reagent lot number and expiration date were requested but were not provided.